Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of that the IV line disconnected from the patient and leaked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd infusion disposables set, the device experienced spontaneous disconnection. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the IV line disconnected from the patient and leaked. Started ifosfamide at 0013 with 2 nurse check. At 0258 patient called and stated he felt wet. It was observed that IV line was no longer connected to patient. Fluids and ifosfamide stopped. Charge nurse notified. Patient showered. Bed linens and gown disposed. Estimated to be no more than 100ml of combined fluid on linens. Dr and pharmacy notified. Dr instructed to complete infusion. Primary line changed. Fluids restarted and chemotherapy completed. No distress reported or observed.